Event description:
It is reported that lens was explanted due to patient's stating that her visual acuity was decreasing. Additionally, the doctor notes that during post-op exam the lens appeared to be decentered and the haptic appeared to be detached. Lens was replaced with a monofocal lens, and the patient is now doing fine as per the physician's report.

Manufacturer narrative:
(B)(4) - lens explant. The lens was received for inspection and found to have one broken haptic upon receipt. The haptic was not detached. Prior to release to market the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.